Event description:
It was reported that the filter of a prismaflex m100 set was broken and fluid leaked from the effluent line during continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). The actual device was not available; however, a video of the sample was provided for evaluation. During visual inspection of the video, a leak was observed from the effluent pump segment. The specific defect that allowed the leakage was not visible in the video. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.